Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the dso seal. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal was degraded. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the dso seal was bubbled and unattached. The device required further evaluation and repair from the ICU. The event occurred during testing.